Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 20mg/ml at 15mg/day and morphine 20mg/ml at 15mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The healthcare provider reported a motor stall was seen at initial interrogation, stopped. The patient did not recently have an MRI. The pump status and or event log report a motor stall occurred, the motor stall was active. Stopped pump period may exceed tube set. The patient symptoms were withdrawal and nausea. The healthcare provider programmed the pump to minimum rate mod and would be scheduling the patient for a pump replacement. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.